Event description:
The patient reported charging issues etween the implant and the external equipment. An advanced bionics representative performed device eval. The problem was confirmed. The pt will be implanted with a new advanced bionics spinal cord stimulator.